Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the cannula was coming out, and then the customer received a no delivery alarm. No troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information is provided.